Manufacturer narrative:
This lot # was manufactured from march 2000 and april 2000. User facility returned the sheath to richard wolf for a repair june 19, 2007 due to missing tip. The tip was replaced as a normal repair by richard wolf and shipped to the customer june 25, 2007. On june 27, 2007 richard wolf became aware that a malfunction had occurred with the sheath. Repair codes and documentation were utilized to investigate the tip breakage. User facility clinical nurse did confirm that an incident report was made, however, it was indicated that the sheath may have been dropped prior to use. Our inspection confirmed the ceramic tip breakage. This is the first complaint in our system for this device. When sheaths are used under normal conditions the ceramic tip will not break. Ceramic tips are replaced when worn. Our instruction manual defines the inspection check to be performed before and after each use. Another copy of our instruction manual will be sent to customer. Cause of event: use care and handling.

Event description:
During a turbt (trans uterine resection of bladder tumor) the ceramic tip broke and was retrieved with a grasper forceps. There was no consequences to pt.